Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-05785 and 2134265-2017-05789. It was reported that automatic pullback failed. The motor drive unit 5 plus (mdu5+) was used in conjunction with an imaging catheter and a sled. During pullback, a 7003 error occurred and it happened several times. However, the power was turned off. Then the mdu5+, sled and simulator were reconnected but the same issue had occurred. Another mdu5+ was used and turned off and the issue didn't occur anymore in both mdu5+. No patient complications were reported.